Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising after a meal despite an infusion set change earlier in the day; inspection showed insulin could be expressed through the tubing, suggesting an issue between the tubing anchor and the infusion site, and the user corrected the issue by replacing the infusion site and resuming insulin delivery. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis or other acute effects. Outcomes included no need for medical intervention, no use of backup therapy, and no alarms for sustained extreme hyperglycemia, with glucose trending down after the corrective action. Investigation included troubleshooting with device and infusion set inspection and user education. Investigation of this case revealed an infusion delivery issue localized to the site or connection downstream of the anchor, with resolution after site replacement. It was concluded that the event was related to hyperglycemia with cause unclear, and the device functioned after corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.